Manufacturer narrative:
(B)(4). Report source- foreign- (B)(6). The complaint is under investigation. Once the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty and was subsequently revised due to distal humeral bone loss, loosening and a mal-united fracture approximately nine (9) years post primary implantation. The patient required a shoulder replacement as well at the same time. A total custom humeral component was used to complete the procedure. No additional information is available from the event.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: the complaint cannot be confirmed as medical records were not provided. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.